Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clips were being loaded into the device the clip would eject, this happened to 5 or 6 clips. The clips that fell into the patient were removed using a laparoscopic dissector laparoscopically. Another device was used to complete the procedure. There was a fifteen minute delay. No adverse consequences reported.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
A pt service rep (psr) contacted zoll lifecor customer support to report that the battery of a (B)(6) male pt won't hold a charge. The pt was provided with a replacement battery pack.